Manufacturer narrative:
The type of reportable event has been corrected from serious injury to malfunction as no serious injury was identified. The device code 2339 has been replaced with 2182 to better represent the reported symptom.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an infusion issue during therapy (dose, programmed amount and delivery rate unknown). The patient arrived to the surgery intensive care unit (sicu) from the cardiovascular operating room (cvor) with vasopressin, norepinephrine, and dopamine infusing into right internal jugular (rij) central line. Phenylephrine stick in line was being pushed by the doctor. The patient was transferred to a monitor to see vs flow sheet for vital sign trends. Input and output (I/o's) were documented on norepinephrine and vasopressin upon arrival to sicu. Cell saver was hand squeezed into patient while IV pumps changed to "old" baxter pumps (per intensive care unit policy). Within 10 minutes of changing pumps, patients¿ blood pressure was trending up and vasopressors weaned. Norepinephrine bag noted to be nearly full. No additional information is available.